Manufacturer narrative:
Supplemental report is being submitted for correction in the initial MDR, since invalid information was submitted at that time. Correct information is being provided now.

Event description:
Correction jul 18, 2022: as reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device is spots in instrument channel. The borescope was put in the device backward through the suction connector (christmas tree type) on the scope connector and all of the way up where the umbilical cord meets the control body. It was observed that the brushes did not touch the channel wall on the side that the debris is being found. There is no reported harm to any patient or persons.

Manufacturer narrative:
Customer indiana university health (iu health) facilities had concerns connected with reprocessing of devices at the various iu health facilities. Arising from this concern, devices/events have been identified for the iu health facilities below: (B)(6). The associated devices/events that are identified at this time for (B)(6) hospital are as below: patient identifier : (B)(6), model number pcf-h190l, serial number (B)(4); (B)(6), pcf-h190l, (B)(4); (B)(6), gif-1th190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), sif-q180, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gif-h190, (B)(4); (B)(6), gf-uct180, (B)(4); (B)(6), pcf-h190l, (B)(4); (B)(6), tjf-q190v, (B)(4); (B)(6), tjf-q190v, (B)(6) (first event); (B)(6), tjf-q190v, (B)(4) second event. (B)(6). In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses third party brushes. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy plus for flushing and the medivator¿s advantage plus pass through automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Tac received an email from the ess (B)(6) to report that iu health used a borescope on their gi and colonoscopes and found debris with their scopes across multiple sites. Email is attached to the parent case. We also received a spreadsheet with serial numbers and models which prompted the creation of the complaint cases. The spreadsheet is attached to the parent case. Issue specific to this scope: spots inside instrument channel. The sales representative reported that there is no death, injury, or infection reporte d at this time. Below are the child cases related to this case. Please reference the parent case for any common information on this issue for this account. Parent case: (B)(6). Child case(s): (B)(6). Update: due to the large number of devices, the customer will not send all of their devices in for evaluation. The customer will provide us a list of devices that they will choose to send in. UDI #: (B)(4) added from accessgudid website. Tier 2, iuc gin0001 - insufficient or incorrect reprocessing scope was used for next procedure. Smh 411173, 06jul022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a difference in the handling of equipment and recognition of the reprocessing procedure between olympus' recommendations and the facility in question. The event can be prevented by following the instructions for use (IFU) which state: chapter 5 5.5 manual cleaning immerse a clean 30 ml syringe in the water and flush through the white flushing port, as follows: a) before attaching the syringe to the white flushing port (so that you do not pull air into the syringe that might be inside the flushing tube), slowly pull the syringe plunger to fill the syringe with water; b) attach it to the white flushing port of the distal-end flushing adapter; c) then forcefully flush the distal end with 30 ml of water. Chapter 5 5.3 precleaning aspirate water for 30 seconds or more, as follows: a) depress and hold the suction valve (mh-443) on the endoscope. B) while depressing the suction valve, move the elevator control lever in each direction three times to move the forceps elevator up and down. Chapter 7 warning if using an olympus oer-aw or oer-pro, ensure that the distal end¿s instrument channel outlet is open. If closed, open the instrument channel outlet by moving the elevator control lever as shown below until the forceps elevator stops. Then, attach the dedicated connecting tube to the endoscope¿s distal end, and set in your oer-aw or oer-pro according to the manufacturer¿s instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.